Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the controller had a unexpected bolus. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the parent that they had a unexpected bolus. The patient's blood glucose (bg) values reached 252 mg/dl. No further details to report.